Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed due to a faulty charge-coupled device (ccd). In addition, the unit was equipped with a non-olympus cable. The cause of the units internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, electrical abnormalities were noted and no image was observed. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty charge-coupled device unit (ccd) could not be identified. However, it is possible the cause was related to the non-olympus cable that was mounted on the equipment. Olympus will continue to monitor field performance for this device.